Manufacturer narrative:
Complaint conclusion: as reported, the filter on a 5mm angioguard embolic capture guidewire (ecgw) system presented a defect since its initial capture. Before use, it was observed that the filter was not fully enclosed within the shaft. The filter was not able to be pulled into the delivery sheath because the filter did not fully close even with the lock and rotor attached. An unknown device was used as a replacement. There were no reported injuries to the patient. This was during a carotid angioplasty procedure. The defect was observed prior to passage. The device was used on the patient, but the filter was not deployed prematurely. The filter was successfully removed from the patient using the capture sheath. The device was stored and prepared according to the instructions for use (IFU). Upon opening the package, the tip of the implantation sheath was still fully seated in the filter basket introducer. There were no difficulties when washing the filter introducer and implantation sheath. Saline was observed inside the coil dispenser in the green implantation sheath hub. The two proximal anti-migration clips on the device were removed before attempting to load the device. Additional details were requested but were not provided. The rx/5mm basket diameter/180 cm device was received non-sterile inside a clear plastic bag and was unpacked for visual evaluation. The returned components consisted of the delivery sheath with the ecgw system inserted. Examination confirmed that the distal tip was kinked and unraveled. No damage was observed on the filter basket, and an unknown plastic tubing segment was fixed to the guidewire. No additional notable conditions were observed on the returned components. Functional analysis could not be performed because key components associated with docking of the filter basket were not returned. The filter basket region was further examined under magnification using a vision system, which revealed no anomalies or damage to the filter struts or the membrane walls. The kinked and unraveled condition of the distal tip was confirmed during this inspection. Because critical components were not returned, the exact cause of the reported event could not be conclusively determined. The reported ¿delivery system ¿ loading (docking) difficulty ¿ into delivery sheath¿ could not be substantiated because key components associated with docking of the filter basket were not returned. However, the malfunction ¿distal tip (ecgw) ¿ unraveled/ stretched¿ was observed. The exact cause of the reported event cannot be determined therefore, procedural and handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the filter on a 5mm angioguard embolic capture guidewire (ecgw) system presented a defect since its initial capture. Before use, it was observed that the filter was not fully enclosed within the shaft. The filter was not able to be pulled into the delivery sheath because the filter did not fully close even with the lock and rotor attached. An unknown device was used as a replacement. There were no reported injuries to the patient. This was during a carotid angioplasty procedure. The defect was observed prior to passage. The device was used on the patient, but the filter was not deployed prematurely. The filter was successfully removed from the patient using the capture sheath. The device was stored and prepared according to the instructions for use (IFU). Upon opening the package, the tip of the implantation sheath was still fully seated in the filter basket introducer. There were no difficulties when washing the filter introducer and implantation sheath. Saline was observed inside the coil dispenser in the green implantation sheath hub. The two proximal anti-migration clips on the device were removed before attempting to load the device. Additional details were requested but were not provided. The device was returned. Addendum: product evaluation revealed and unraveled condition of the distal tip.